Event description:
Customer reported an issue with the speaker function of their pump, indicating it was not audible for certain alerts. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to adjust sound settings and confirmed the pump was operating as intended. The customer was able to resume insulin therapy, though they requested a replacement because the sound was not working for low blood glucose alerts.